Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead admitted with pneumonia due to klebsiella or methicillin-susceptible staphylococcus aureus secondary to developed sepsis. The patient also progressed with tachycardia, leukocytosis and hypoxemia. Furthermore, the patient was given small volume nebulizer, steroids and intravenous antibiotics via peripheral inserted central catheter line. In addition, the patient undergone surgery for peripherally inserted central catheter (PICC) line placement and series of diagnostic test. The right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.